Manufacturer narrative:
The device involved in the event will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Endologix was made aware of a device issue during a secondary procedure that physician was performing. During the secondary procedure, physician noted that the afx2 main body would not deploy and the contralateral limb wire became hung up on the endoskeleton. The physician removed the entire system and opted to using a non endologix device (palmaz). The procedure concluded without incident. There was no patient sequelae as a result of this event. The device was discarded and unavailable for return.